Event description:
Md was apparently able to unravel stitching in the bed enclosure and crawled through the hole. She was trapped for approximately 30 to 45 minutes before her parents discovered her. She was taken to the emergency room for evaluation. Her injuries were bruises and blisters. She was examined and released.

Manufacturer narrative:
Our initial assessment of this incident did not address the potential for serious injury if the malfunction were to recur so we did not file a report at that time. A review of our CAPA procedures determined that a report should have been filed.